Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR 1225714-2014-05410 and 1225714-2014-05411.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequent expired on (B)(6) 2008 during use of the product.